Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set) occurred during initial drain. Baxter received actual sample in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The batch review was performed on potentially associated lot (h11g28151) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error 2240 (air in the line). The technical service representative (tsr) had advised the hp that air had entered into the setup. The hp would start over with new supplies. Global product surveillance contacted hp on (B)(6) 2011 regarding the reported problem. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.